Event description:
It was reported that revision surgery was performed due to pain and elevated levels of cobalt and chromium in the blood. Implantation in (B)(6) 2012.

Event description:
It was reported that, a patient that was implanted a bhr system in his left hip on (B)(6) 2012, was later damaged due to the release of metals from the implants. The patient reported pain and a revision surgery was performed on (B)(6) 2016.

Event description:
Blood test : (B)(6) 2017: cobalt: 0.7 ug/l. Chromium: 1.4ug/l.